Event description:
It was reported the patient wants her scs system explanted. Follow-up identified according to the patient, the lead had moved and the scs system was not working for her. The patient will be undergoing knee surgery, after which she will have the scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.